Manufacturer narrative:
Omsc investigated the subject device and found that the tissue pad was severely worn and partially peeled off. The manufacturing history was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad were damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The instruction manual of the device has already warned as follows; *do not activate output when closing the instrument and nothing is grasped between the grasping section and the probe, or when it is not possible to confirm that the tissue being grasped has been completely resected. Otherwise, abnormal heat generated by friction between the grasping section and the probe may damage the grasping section, or cause it to detach or premature wear in the grasping surface.

Event description:
During an unspecified procedure, the subject device was used. In the procedure, the device did not work. User found that the grasping section of the device was broken. No fragment fell off from the device. The intended procedure was completed with the similar device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc). Omsc investigated it on april 23, 2018. As a result, omsc found that the tissue pad was severely worn and partially peeled off. This is the report regarding the severely worn and the separation of the tissue pad.